Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported unable to fully close clip was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the procedure, the clip was unable to close completely after grasping. The clip was deployed and is attached to both the leaflets. The tr was reduced to grade 4 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the procedure, the clip was unable to close completely after grasping. The clip was deployed and is attached to both the leaflets. The tr was reduced to grade 4 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.